Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative later reported that they did not need to determine the negative impedance and I do not know the patients weight. Yes, the information has been confirmed with the physician.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1kmwf, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3058, serial (B)(4), product type: implantable neurostimulator. Product ID: 3093-28, lot# v748407, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that negative impedance checks on all 3 combinations of greater than 4000. They tried several times to wipe off wire and turn amplitude up. They pulled the wire put new wire in and everything was fine. There was no environmental factor that affected a device. Patient was fine. It was reported that surgical intervention occurred, and patient devices were explanted. The lead was discarded. The reported issues were resolved at the time of this call. Advised to contact doctor. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.